Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ca2 calcium gen.2 on a cobas 8000 c 702 module. The first patient sample also had discrepant results for alt alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation and tp2 total protein gen.2. No questionable results were reported outside of the laboratory. The customer noted they received cell rinse and photometer alarms at the time of the issue. The customer then noticed that patient results were low. The first patient sample initially resulted in a calcium value of 4.9 mg/dl with a data flag. The sample was repeated on a second analyzer, resulting in a calcium value of 9.6 mg/dl. This sample initially resulted in an alt value of 61 u/l with a data flag and repeated on the second analyzer as 18 u/l with a data flag. This sample initially resulted in a total protein value of 6.3 g/dl with a data flag and repeated on the second analyzer as 7.7 g/dl. The repeat values from the second analyzer were deemed correct. The second patient sample initially resulted in a calcium value of 7.4 mg/dl, which repeated as 9.6 mg/dl when tested on the second analyzer. The repeat value from the second analyzer was deemed correct. The calcium reagent lot number was 645909, the alt reagent lot number was 660213, and the total protein reagent lot number was 652264. The reagent expiration dates were requested, but not provided.

Manufacturer narrative:
The service engineer replaced the spring holder and reset the rinse settings. The customer performed qc with successful results. The calibration performed (B)(6) 2023 was within specifications. The alarm trace had cell rinse unit 2, cell skip, and photometer alarms.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.